Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon inspection by the physician, prior to implant of the right ventricular (rv) lead, the distal tip appeared to have a bend in it. The lead was never used and another lead was implanted instead. No patient complications have been reported as a result of this event.